Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The DHR shows the product was released per specifications. The customer reported leakage and stated the two cassettes were cracked. A follow-up shows the customer acknowledged cassette damage was identified prior to use on the console but proceeded with use of the sample. The manufacturer stipulates in the warning section of the directions-for-use (dfu) ¿if any item in the pack is received in a defective condition, the manufacturer is to be notified immediately.¿ a review of the event description, demonstrated the system functioned as intended and ¿refused¿ the cassettes. Two unused samples were returned and visually inspected. There was no indication that fluid had run through the cassettes or manifolds, the drain bag was intact and unused. In returned condition, the infusion chamber on each pinch plate was cracked. Sample one was cracked on the outside and the middle wall. Sample two was cracked on the inside and the middle wall. When the cassettes were inserted into the console no system message code was generated, although, it's important to point out the customer reported the cassettes were "refused" when inserted into console. Due to the damage on the infusion chambers, no further functional testing was performed to preclude potential fluid leakage onto console. When the infusion chambers from both samples were broken off from the pinch plate it was not a clean break and resulted in shards of the infusion chamber remaining on the pinch plate. This indicated a strong weld at points within the welded surface area of the pinch plate as portions of the infusion chamber remained welded to the pinch plate. Based on the pre-existing cracks identified by the customer, we could not conclusively determine if the damage observed was contributed by dropping the cassette at some point or a potential welding error. The root cause for this event could not be conclusively determined as the cassettes were received damaged and customer handling combined with the shipping and transportation processes cannot be entirely ruled out as a potential cause for this issue. After a thorough investigation of this complaint, it has been determined that no further actions will be pursued at this time as the root cause could not be established. Consumables production were sent images of the samples for heightened awareness of this type of complaint and customer experience. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The console refused to boot the cracked cassettes. The cassettes were replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. There was no patient involved.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Two unused returned samples were returned and visually inspected. In returned condition, the infusion chamber on each pinch plate was cracked. Sample one was cracked on the outside and the middle wall. Sample two was cracked on the inside and the middle wall. When the cassettes were inserted into the console no system message code was generated. Due to the damage on the infusion chambers, no further functional testing was performed. The infusion chambers were broken off from the pinch plate and the weld surface examined. The surface was inspected and portions of the pinch plate surface indicated an insufficient weld. This observation along with the cracked infusion chamber would likely cause or contribute to the reported event. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time, however, production engineering has been notified of this issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that two cassettes were split and leakage was noted during calibration for a vitrectomy procedure. Patient impact is unknown. Additional information has been requested but not received.